Event description:
It was reported that the patient was taken of all oral medication. The patient was not weaned off oral medication and the patient was seen in the emergency room several times after that. This occurred in may. The patient was vomiting due to pain. The pain was getting progressively worse and the patient was unable to sleep due to pain. The caller stated the patient reported since withdrawal symptoms have subsided his pain symptoms have changed. It was indicated the patient may have a virus. The caller stated the pump setting may have been changed but did not have details. Caller stated an MRI was done once; details were not provided. Per hcp the cause of the event was the patient was in the hospital and unable to get the pump filled. The pump was replaced due to normal elective replacement indicator. The explanted pump was not available to return. The pump delivered morphine.

Event description:
Additional information: it was reported that the patient did not feel like he was getting any relief from just the pump alone. The patient was experiencing burning and pain down his legs again. It was thought that the pump was not working effectively. The patient had a refill the week of (B)(6) 2012. The drug in the patient¿s pump was ¿something-caine.¿ the event referenced in the initial report of the patient being hospitalized and the physician unable to fill his pump belongs to manufacturer report # 3004209178-2012-05583.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).